Event description:
Director clinical gstroenterology has had three post-polypectomy bleeds since february. In one case 5 units of blood was required. These cases have been 10 days to two weeks after the procedures.